Event description:
The customer reported back check valve failure with a vancomycin secondary infusion.

Manufacturer narrative:
The customer¿s report of back flow was not confirmed in the (B)(6). The primary set and secondary sets were visually and microscopically inspected and no anomalies were observed. Functional testing was performed and no anomalies were found. The root cause of this failure was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Reference previously submitted MDR # 9616066-2015-00260, (B)(4) for initial reporting.